Event description:
Two black countersunk head screws have sheared from the arm of the lift. The patient was seated on the lift at the time but was prevented from falling by the nurse in attendance. Injury did not occur to nurse or patient. One person involved.